Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced chest pain. The index procedure treated the 3 x 20mm, 80% stenosis of the proximal left anterior descending (lad) artery. Treatment consisted pf pre-dilatation, placement of a 3.00 x 24 taxus express2 stent and post dilatation with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. The patient experienced angina in 2008. The chest pain resolves quickly at rest.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.